Manufacturer narrative:
The implanting clinician does not believe this was cause for the wound not healing and the infection. The clinical representative became aware of the patient issue with wound healing on (B)(6) 2020. On (B)(6) 2020, the implanting clinician scheduled an explant of the device for (B)(6) 2020, because wound healing had not improved following antibiotic treatment. The stimulator was explanted on (B)(6) 2020, without complication. However, the implanting clinician noted that the stimulator was starting to erode at the wound site despite the loop been anchored to the fascia. The clinical representative confirmed that the implant procedure was performed in a sterile environment with sterile field handling protocols, sterile barriers of all product used were intact before implant, and the procedure was completed in accordance with the product instructions for use. Based on this information, infection and erosion were confirmed/replicated. There is no evidence that the product did not meet specifications. The stimulator was used for the treatment of pain. The cause of the infection and erosion is unknown/no problem found.

Event description:
On (B)(6) 2020, the patient reported that one wound site appeared to be infected, and drainage was present after completing antibiotics (type, dosage, duration unknown). The patient had reported on (B)(6) 2020, issues with wound healing to the physician. The patient has lymphedema.